Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a pedicle screw was threaded partway into the vertebral body and became stuck intra-operatively. While the surgeon was trying to advance and back out the screw, the tulip head broke off the screw and the tip of the screwdriver broke off. The surgeon used alternative instrumentation to remove the screw. There was no impact on the patient; however, the procedure was delayed 60 minutes. This is report one of two for this event.

Event description:
It was reported that a pedicle screw was threaded partway into the vertebral body and became stuck intra-operatively. While the surgeon was trying to advance and back out the screw, the tulip head broke off the screw and the tip of the screwdriver broke off. The surgeon used alternative instrumentation to remove the screw. There was no impact on the patient; however, the procedure was delayed 60 minutes. This is report one of two for this event.

Manufacturer narrative:
Additional information in b3. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent. Reference report 3012447612-2023-00392.

Manufacturer narrative:
. Additional information in h6: component, investigation type, findings, and conclusions. Inspection: the returned device was examined. Visual inspection revealed the tulip has disassembled from the screw shank. There is an unknown rod and closure top still connected to the tulip. The lower housing of the screw has fractured. The shank and tulip head have extensive damage and scratches. DHR review: the lot number is illegible due to damage/scratches, therefore a DHR is unable to be located for review. Potential root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to surgery or patient specific factors related to the previously implanted competitive construct. Device usage: this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Event description:
It was reported that a pedicle screw was threaded partway into the vertebral body and became stuck intra-operatively. While the surgeon was trying to advance and back out the screw, the tulip head broke off the screw and the tip of the screwdriver broke off. The surgeon used alternative instrumentation to remove the screw. There was no impact on the patient; however, the procedure was delayed 60 minutes. This is report one of two for this event.